Event description:
Nurse was attempting to flush IV. IV catheter had become dislodged at the hub. The catheter section was not in place under pt's skin. Hub of catheter found still in the dressing. The pt had an x-ray which was negative and was examined by the house officer again without any injury noted.